Event description:
On (B)(6) 2013, the patient¿s daughter/reporter contacted animas on behalf of the patient to report that her dad has been hospitalized 3 times this month for dka. His doctor is questioning the functionality of the subject pump and requested a pump replacement. Animas made 3 attempts to contact the patient for more information but was not successful. This complaint is being reported because the patient was hospitalized 3 times for dka while he was on insulin pump therapy. It is not known what the contributor of the reported incidents was.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.